Event description:
Patient with catheter fracture at home and taken to the local hospital ER for PICC exchange per the vascular access team. Catheter replaced without issue. Patient tolerated procedure well. No patient harm. The fracture occurs right before the white area, where it reads, "angiodyanmics, 3fr" on the device. Original catheter was placed on 10 days before the event occurred. The medical record does not mention that there was difficulty inserting the line. There was no delay in care to the patient as a result of the event. Chart review indicates lidocaine had been given through the line. This reporter is unsure if the catheter was part of a kit.vessel for line placement: basilic, right catheter tip location: atrial caval junction sheath #1 size: 3fr length of catheter: 22cm our supply chain services analyst is working closely with the local rep and the manufacturer to implement a new product to use. We are seeing a trend with this device. The hospital has had several issues with these catheters beginning approximately 3-4 months ago. We are working on replacing each of them.